Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board. System operates as intended. (B) (4).

Event description:
The customer reported the ... Locked up. No patient injury was reported.